Event description:
Related to MFR report # 2183959-2012-01061, 2183959-2012-01223. It was reported that, approximately one year after implanting an elevate anterior graft, the patient had recurring cystocele and incontinence. On (B)(6) 2012 an additional mesh device was implanted to treat the patient's recurring incontinence. During dissection the physicians "finger entered the bladder." A bladder repair was done, and the additional incontinence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.